Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the patient has had a implantable neurostimulator (ins) for many years. In the past everything was fine, until the day that the model was changed to one that was more up to date. Since then the battery that the patient had lasts no longer than one year to one and a half years whereas the old one lasted three and a half to four years. As a result the (B)(6) has sidelined the patient due to too many upcoming procedures. The patient was waiting and suffering.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A report on (B)(6) 2016 indicated the ins was programmed at 6-9 volts with a pulse width of 220 us and a frequency of 70 hz. The impedance was ok and cycling was not enabled. The longevity was 13 months. A report on (B)(6) 2017 indicated the ins reached its end of life. There was no patient modifications with the ins. The electrodes were "oo+-". The amplitude was 6 to 9 volts, pulse width 220 us and a frequency of 70 hz. The impedances were "ok". Cycling was enabled at 0.1/0.1 at 4 seconds.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative received a complaint from the patient who would like answers to why the ins is depleting so rapidly. Of note, cycling programming was enabled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient experienced lower efficacy of stimulation hence treatment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The device was not returned as it was discarded by the operating room staff.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient with who was receiving medullary stimulation since 2005. It was reported that the implantable neurostimulator (ins) implanted in (B)(6) 2016 already reached its end of life (eol) ((B)(6) 2017). One year was noted. The ins depleted super quick. The patient had an amplitude of 6-9 volts. Diagnostics and troubleshooting included telemetry; nothing else could be done. The impedances were between 657 and 956 ohms. The issue was not resolved at the time of the report, however, a surgical intervention was planned. It was unknown if it had been scheduled. A longevity estimation on the provided settings resulted in an estimated longevity of ± 11.7 months until eri and ± 14 months until eos.